Event description:
On 12/15/1997, clinic reported when an mca 200 dialyzer was removed from the package, one of the headers was loose and fell off. Dialyzer was not used; therefore no pt contact occurred.